Manufacturer narrative:
Device history record (DHR) review confirmed that power adaptor s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found no abnormalities. Power adaptor passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a fit check of the power adaptor on a random sampling of ten freedom drivers. Fit was found to be snug on all drivers. Complaint could not be replicated. Failure investigation for this complaint could not confirm the issue. The customer complaint was not replicated during testing; the root cause of the reported loose fit of the adaptor to the driver was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found and device functioned as intended. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, while doing a system check on the freedom driver, they noticed that the power adaptor was able to easily slide off the rails and did not stay in place like it should. Issue was found prior to placement on a patient.

Event description:
Per hospital staff, while doing a system check on the freedom driver, they noticed that the power adaptor was able to easily slide off the rails and did not stay in place like it should. Issue was found prior to placement on a patient.